Event description:
It was reported that the customer was hospitalized for high blood glucose levels because the customer was unable to change the infusion set on her own. The customer's son called after the event for assistance in priming a new infusion set. The caller was unable to troubleshoot at the time of the call as he needed to speak with the doctor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.